Event description:
I used super poligrip dental adhesive cream from approx. 2006 until 2009 when I learned that it might be responsible for my polyneuropathy which was diagnosed in 2007. I continue to experience tingling and numbness and almost constant discomfort in both feet and lower legs. I am told the condition is likely permanent, and advised to exercise especial caution in walking on uneven surfaces, climbing stairs, etc. Dose or amount: denture cream, frequency: once daily, route: oral. Date of use: 2006 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.